Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced blood glucose on (B)(6) 2017 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 259 mg/dl before the call. The customer was given juice and food to treat. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer needed to go and treat the low. The customer's spouse stated that the paramedics had been called out several times. The insulin pump will not be returned for analysis.